Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Further investigation revealed the deformable body thermocouple wires were fractured at the location of the fracture in the shaft material, consistent with the observed error messages, detected optical signal issue, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter during analysis.